Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
Sthe customer reported that they were getting ECG reports saying that the patient is in stemi, however, with the cart ECG, there is no stemi (st-elevation myocardial infarction). No adverse event involving a patient or user was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.